Event description:
It was reported that the user¿s ilet pump showed a solid green light on the charging pad but did not increase battery level after multiple charging attempts on different outlets, after which the pump became unresponsive, consistent with a premature battery discharge and a battery component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an energy storage system problem associated with the battery and consistent with premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.